Event description:
It was reported that during of a preventive maintenance the pointer probe failed the accuracy testing.

Manufacturer narrative:
It was reported that the pointer probe failed the accuracy test during a preventive maintenance. Event summary, device history record review and complaint history review did not identify contributing factors. There was no report of shock or drop of the pointer probe. It was returned at the manufacturing site for investigation, where it was noted that the tip was bent. A new calibration of this pointer probe and the related verification was performed at the manufacturing site. The re-installation of this pointer probe at the customer was successful. On this occasion the root cause of the decalibration can not be determined, it can be due to the normal wear and tear of the part or to a damage by a user such as a shock or drop. Unique identifier (UDI) #: (B)(4). Corrected/updated data: date of this report. Date returned to manufacturer. Date received by manufacturer. If follow-up, what type. Device evaluated by manufacturer. Device manufacturer date. Evaluation code. Additional narratives/data.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. (B)(4).

Event description:
It was reported that during of a preventive maintenance the pointer probe failed the accuracy testing.